Manufacturer narrative:
Visual analysis was performed on the returned product. The retraction issue could not be confirmed as the retrieval catheter was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the difficulty retrieving the filter was due to a large embolic load causing difficulty collapsing the filter into the retrieval catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left carotid artery. An emboshield nav6 embolic protection system was advanced; however, difficulty removing the filter was felt. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.